Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 200 ohms. Technical services (ts) discussed reprogramming the shocking vector and removing the superior vena cava (svc) coil. The device was reprogrammed and the svc coil was removed from the circuit. This rv lead remains in service. No adverse patient effects were reported.